Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI ¿ unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date ¿ unknown due to unknown lot number. Operator of device ¿ unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. The lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported following a 48hr lysis, a 5fr destination was upsized to a 6fr destination so a stent could be deployed. During sheath removal, the sheath became stuck which then escalated to more forceful removal. During the removal, the outer layer of the sheath separated exposing the stainless-steel coil. The patient was in stable condition. The procedure outcome was a success. There was no patient injury, medical/surgical intervention required. Additional information was received on 30november2020: a pre deployment angiogram was performed. The procedure was completed using the device. The incident occurred during destination sheath removal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath mechanical separation. Without a sample, no definitive conclusion can be drawn as to the cause of the alleged failure that the user experienced because the device was not returned for evaluation. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).